Event description:
It was reported that the patient received an inappropriate shock due to a bundle branch block creating low morphology. It was noted that although the signal was reasonable the r to t wave ratio was not good and the low amplitude accentuated when the patient's rate sped up. It was further noted that the patient had a previous inappropriate shock with the previous subcutaneous implantable cardioverter defibrillator (s-ICD) due to the same morphology. That device had been explanted and replaced with this s-ICD. Boston scientific technical services (ts) was consulted and suggested a treadmill test while checking other sensing vectors. Ts also noted the possibility of an electrode repositioning. The field representative stated that at this time the physician collected a new template while on the treadmill and the patient will be monitored using the remote home monitoring system. The s-ICD and electrode remain in service and no adverse patient effects were reported. The electrode was returned from an unspecified source, thus indicating it was explanted. There were no further allegations against the device or electrode. The electrode underwent analysis testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of oversensing, inappropriate shock and low amplitude.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to a bundle branch block creating low morphology. It was noted that although the signal was reasonable the r to t wave ratio was not good and the low amplitude accentuated when the patient's rate sped up. It was further noted that the patient had a previous inappropriate shock with the previous subcutaneous implantable cardioverter defibrillator (s-ICD) due to the same morphology. That device had been explanted and replaced with this s-ICD. Boston scientific technical services (ts) was consulted and suggested a treadmill test while checking other sensing vectors. Ts also noted the possibility of an electrode repositioning. The field representative stated that at this time the physician collected a new template while on the treadmill and the patient will be monitored using the remote home monitoring system. The s-ICD and electrode remain in service and no adverse patient effects were reported.